Manufacturer narrative:
D5: operator of device is unknown. G2: report source health professional. H6: type of investigation b14. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-jun-2022 to 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application unexpectedly stopped responding and locked all the drawers during a procedure due to software failures. A technical support specialist repaired the windows corrupted files to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system carefusion application unexpectedly stopped responding and locked all the drawers during a procedure, delaying accessing the medications for 10 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that windows had corrupted files. A technical support specialist repaired the windows corrupted files to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system carefusion application unexpectedly stopped responding and locked all the drawers during a procedure, delaying to access the medications for 10 minutes. Customer added that the device was manually rebooted and there was no impact to patient care as the anaesthetist had access to medications and no harm was done to patient. There were no adverse events or injuries reported based on this event.